Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the device was not returned for investigation and therefore, no complaint root cause can be identified. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, the severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and patient information and the lack of device investigation.

Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: failure to cross with a graftmaster stent requiring surgical intervention. Device issue: failure to cross. It was reported that a graftmaster was attempted to be used to treat a perforation; however, the device would not pass the lesion; therefore, the patient was sent to surgery. No additional event or patient information is available.